Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing or bent. Blood glucose value is unknown. The customer stated that the issue occurred with three sensors from the same box. The product would not be replaced or returned for analysis.